Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown; product type catheter. (B)(4).

Event description:
It was reported that the patient had an infection where the physician opened their back (2002). The patient reported that "it was itching so bad and it just squirted "profanity" everywhere." It was unknown what the drug system was delivering at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).